Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult because the medial prolapses was very commissural and the puncture distance was short. The first clip delivery system (cds) was advancing to the mitral valve; however, due to the orientation of the heart, the clip could not be orientated perpendicularly to the line of coaptation. The clip was re-positioned through the valve several times, but the clip still could not be properly orientated. A decision was made to remove the cds with the clip attached. The cds was tested for functionality outside the patient. Reportedly, the grippers were not lowering properly, and the clip would open while locked. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported difficulty in imaging and difficult positioning are due to patient anatomy. The reported difficult gripper actuation and clip opening while locked are due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.